Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The device was returned for evaluation. The reported issue was not present during investigation. Delivery accuracy of 250ml/hr and 25ml tested in specification three (3) times: 1st test: 6 minutes 5 seconds or 98% of expected accuracy; 2nd test: 6 minutes 4 seconds or 98% of expected accuracy; 3rd test: 6 minutes 4 seconds or 98% of expected accuracy. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4): the complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Event description:
As reported by the user facility: the pumps were set, but when the nurses checked back on the patients anticipating a discharge, it was found that none of the medication was infused and that the pumps weren't alarming.